Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision was performed on (B)(6) 2010. However, intraoperatively, the surgeon discovered that in fact the global cap implant was solid, but the anchor peg glenoid had loosened.